Manufacturer narrative:
The device was returned for analysis. No issues were found, the device appears to be in good conditions. The guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous vessel. The opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the wire, and both had to be removed from the vessel. The procedure was completed with an alternate device. There were no patient complications.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous vessel. The opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the wire, and both had to be removed from the vessel. The procedure was completed with an alternate device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous vessel. The opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the wire, and both had to be removed from the vessel. The procedure was completed with an alternate device. There were no patient complications.